Event description:
On (B)(6) 2013, the reporter contacted animas, alleging audio tone/vibration (no sounds). The reporter stated that the pump had no audible tone. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: review of the black box and download history revealed no activity outside normal use observed. On investigation, audible and vibratory functions were present and operable. Investigation was unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.